Event description:
It was observed during the device inspection, that the flow rate light-emitting diode on the front panel of the high-flow insufflation unit was off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the reportable malfunction was led defective lighting due to failure of the front panel. Olympus will continue to monitor field performance for this device.